Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive to touch during routine maintenance. There was no patient involvement. The sorin group field service representative who was on site at the time took photographs of the touch screen to be sent to sorin group (B)(4) for analysis. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump became unresponsive to touch during routine maintenance. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of livanova (B)(4). A livanova technician was able to confirm that the reported unresponsive touchscreen was due to fluid ingress possibly as a result of a spillage or excessive use of fluids and/or disinfectant wipes via the pictures provided by the field service representative. A new touchscreen was fitted, the damaged ribbon cable was replaced; the nvmem clear was completed and full functional checks were completed with no additional issues noted. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The root cause of the reported unresponsive touchscreen was found to be related to fluid ingress. Livanova has determined that a CAPA is not required, as there was no patient harm reported. Livanova will continue to monitor this issue for trends.